Event description:
It was reported that an attempt was made to direct stent a lesion (contrary to IFU) in the proximal lad. The device was removed and a balloon dilatation was then performed. Another attempt was made to cross the lesion with the penta, but it is unsuccessful. During the attempt to remove this device from the vessel and retract it a second time into the guiding catheter (contrary to IFU), the stent caught at the tip and separated in the aorta. The stent was successfully removed with a snare device.